Event description:
It was reported that there was an overdischarge and a physician mode recharge (pmr) would be performed in the future. Additional information received reported that there was a communication problem. It was stated that the patient couldn¿t remember when he had last charged his implant. It was stated that the patient¿s implant site had been swollen for ¿quite a while¿ after his implant surgery and with weight gain and loss the patient had trouble charging. It was noted that the swelling was down, but the patient was getting a communication error with both the implantable neurostimulator recharger (insr) and the patient programmer (pp). It was noted that the implantable neurostimulator (ins) was ¿at a weird spot on [the patient¿s] back.¿ additional information received reported that the pmr was unsuccessful. It was noted that the patient would be following up with his healthcare provider (hcp) for a ¿replacement/repositioning.¿ additional information received reported that an overdischarge was confirmed. It was stated that the patient was unable to recharge. It was noted that 3 por attempts had been made, but were unsuccessful. It was stated that a replacement was planned. Additional information received reported that the date of the replacement appointment was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).